Event description:
Vascular occlusion with rha 2/vascular occlusion in the lips [vascular occlusion]. Case narrative: united states report received from a health care professional via company representative on 07-feb-2025 and refers to a 27-year-old female patient who had received rha 2 on (B)(6) 2025, for unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. 2 syringes of rha 2 were applied at unknown injection site via needle technique. It was not reported if cannula was used for the administration. Lot number: unknown, expiration date: 30-jun-2025. On (B)(6) 2025, the patient experienced vascular occlusion with rha 2 in the lips. The patient treatment for the event included 10 vials of hylenex (hyaluronidase) used over the course of 2 days. At the time of report, the outcome of the event was not recovered. The intensity of the event was not reported. The product was not available for return. Health effect: clinical code: e2328, obstruction/occlusion. Causality assessment between event vascular occlusion and rha 2 was reported by hcp as related. No additional information was available at the time of this report. Company comment: a 27-year-old female patient experienced vascular occlusion after receiving 2 syringes of rha 2 at unknown injection site via needle technique. The use of a cannula was not mentioned. The patient was treated with 10 vials of hylenex over two days. At the time of the report, the vascular occlusion had not resolved. The patient's medical history, concomitant medications, and supplements were not provided, which limits the ability to assess other potential risk factors. The healthcare provider assessed the event as related to the filler, suggesting the occlusion was caused by the injection. In the absence of other possible reported etiologies, a causal relationship is considered possible. Follow-up information will result in reassessment. The company will continue to monitor the benefit-risk profile of the product.